Event description:
The customer alleged they received a questionable estradiol result for one patient on their e-module. The customer stated no other samples exhibited this problem throughout the use of the reagent kit. The patient's initial estradiol result was 5.0 pg/ml. The doctor received the initial result and questioned it. The sample also produced an estradiol result of 506.5 pg/ml. The second result was verified with a result of 479 pg/ml. Information on whether the patient was adversely affected was requested but not provided. The estradiol reagent lot number was 173677 and the expiration date was 09/30/2014.

Manufacturer narrative:
A root cause could not be determined. Additional information needed for further investigation was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).